Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a right ventricular (rv) lead and a cardiac resynchronization therapy defibrillator (crt-d) has been recording noisy signals over sensing and intermittent, unstable pacing impedances from within range to high, out of range values. Various origins for this behavior were discussed. At this time the crt-d remains in service, the rv lead has been explanted at a surgical intervention due to therapy upgrade and a new rv lead was implanted. No adverse patient effects were reported.